Manufacturer narrative:
Reporting institution name -& phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
The customer reported that the unit gave an alarm message primary pressure sensor auto-zero failed. The customer reported that the unit was not in use on patient. There was no patient or user harmed. The customer contacted product support and requested for service repair. No further information is available at this time. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per authorized service personnel (asp) the issue was discovered during testing in the biomed shop. The data acquisition board was replaced to address the reported issue.